Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the meniscus repair procedure, after the t1 deployed successfully, t2 came off of the meniscus and failed the placement. The procedure was completed without delay using a s+n back-up device. No other complications were reported.

Manufacturer narrative:
H3, h6: part of the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the device was returned outside of original fully actuated and without anchors and suture. No physical damage visible to the device. A functional evaluation revealed the actuator and actuator tip function as intended. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed and the root cause could not be established since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.